Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-04998 and 1627487-2013-04999.

Manufacturer narrative:
Evaluation, results - the complaint was confirmed. The patient did not recharge for several months. Based on the as received ipg register information, the device had not been recharged in 45 or more days. According to the eon dfu review, there is adequate information for preserving the ipg battery when not in use. The dfu states if you do not recharge a depleted ipg within 2-18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged. Therefore, the reported complaint is confirmed and is considered to be a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.